Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm during a manual prime. Customer stated they used the incorrect insulin during an infusion set change, but has since corrected their insulin. The customer's blood glucose was 108 mg/dl. The customer declined to finish troubleshooting as they observed insulin exiting from the insulin pump. The insulin pump will not be returned for analysis.